Event description:
Additional information received reported that the patient¿s retention was getting worse. It was noted that when using lioresal (implantable pump), the patient had ¿a+ checks¿ for her retention.

Event description:
It was reported that the patient was having a fever and constant yeast infection. It was noted that the yeast infection started 'quite a few months' before the report. It was further reported that the patient has to catheterizebecause her interstim device doesn't always work perfectly. It was also noted that the patient noticed that she was swollen and could not get the catheters in. She visited her health care provider (hcp) and that's when her hcp told her she had a yeast infection. It was also noted that the gablofen form the patient's implanted drug pump was affecting her urinary retention and that her bloodpressure was fluctuating. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v779354, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).